Event description:
New information received stated that the patient was at end stage renal failure requiring dialysis. The patient was lost to follow up and was not set up for the implantable cardioverter defibrillator system remote monitoring. No additional information was available to the physician.

Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient expired. The patient's wife alleged the implantable cardioverter defibrillator system did not adequately treat the patient. There is no known allegation from a health professional that suggests the death was related to the device. It was reported that the cause of death is unknown. Related manufacturer reference number: 2017865-2019-16059, 2017865-2019-16060.